Event description:
A 3.0mm diameter x 12mm length medtronic ave gfx2 stent was inserted into the obtuse marginal coronary artery after predilation with the 3.0mm diameter ptca balloon. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal of the stent into the guide catheter, the stent dislodged from the stent delivery system balloon. The dislodged stent was snared from the coronary artery, successfully. The physician did not follow the instructions for use when he pulled the undeployed stent back into the guide catheter. There was no further intervention performed to the target lesion and no additional clinical sequelae reported relative to the event.